Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, when placing an altis sling, the suture loop was pulled into the patient and not able to be located. The surgeon removed the sling because he was unable to tension. A second sling opened and was placed in patient. While tensioning the second sling after final placement, a dynamic suture break occurred. As the sling was unable to be tension it was removed. The surgeon placed a third sling successfully. This report captures the second altis sling.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. The dynamic anchor and tensioner were not received. Microscopic examination of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either introducer. The information received indicated that the dynamic suture broke during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, when placing an altis sling, the suture loop was pulled into the patient and not able to be located. The surgeon removed the sling because he was unable to tension. A second sling opened and was placed in patient. While tensioning the second sling after final placement, a dynamic suture break occurred. As the sling was unable to be tension it was removed. The surgeon placed a third sling successfully. This report captures the second altis sling.